Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the atrial lead exhibited inappropriate automatic mode switch and pacing inhibition due to noise over-sensing and insulation breach. It was noted that the patient had also experienced dizziness. The atrial lead was capped and replaced on (B)(6) 2022. Patient condition was stable.